Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The initial customer issue was confirmed by performing the downstream occlusion test. The device alarmed ¿reattach cassette" with multiple cassettes and the downstream occlusion (dso) sensor did not calibrate. The root cause of the issue was a defective dso sensor. The dso sensor was replaced to solve the issue. Resolution of the reported issue was confirmed by the technician, and the device will be submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
The customer returned the product for "constantly giving alarm", during device analysis, a defective downstream occlusion (dso) sensor. There was no reported patient involvement.